Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition.the user software version is 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a 808:02 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.